Manufacturer narrative:
Date of report: 23oct2018. Date of manufacturer: 19oct2018. Additional information was received that the customer received the replacement power supply and when the new power supply was installed, the old one had a loose wire. The customer reinstalled the wire and the power supply was working.

Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 9oct2018. The customer troubleshot with technical support. The customer found error codes in the ventilator diagnostic log for power supply issue 24 and 12 volts failed. The customer ordered a power supply to address the issue. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that the ventilator shut down. No patient harm reported. The event date was not specified; estimate used.